Event description:
It was reported by service report that the footboard display shows a communication error. The scale and bed exit function was not working properly. There was pt involvement; however, no adverse consequences are reported.